Event description:
Boston scientific received information that one day post implant of this device system, this right atrial (ra) lead was found to be dislodged. An invasive revision procedure was performed and the ra lead was successfully repositioned. No other adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.